Event description:
It was reported that during set up, it was discovered that the coupler ac ffl 19 device did not hold onto the camera. There were no delays to the surgical procedure. The event did not occur during surgery. During in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization. It was reported that there were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary==> ¿ the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: description of fault according to wom technician: moisture inside optical system functional: moisture/water damage, visual: foreign substance/debris/cleaning/sterilization, functional: will not seat/advance. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was discarded. Based on the investigation findings, the potential root cause is traced to improper maintenance. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.